Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia while using the ilet and required assistance changing a 23-inch, 6 mm steel contact detach infusion set; an agent guided a detach supply change, the user completed the steps, insulin delivery resumed, and no abnormalities were observed at the removed site. Symptoms included elevated blood glucose up to 300 mg/dl without loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included transient high glucose for approximately one to two hours, no use of backup therapy, no ketone testing, and no medical intervention. Investigation included remote troubleshooting and education, including guidance to connect a cgm and support for starting a new cgm sensor. Investigation of this case revealed no device alarms and no observed device or component malfunction, with the cause of hyperglycemia remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive.